Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, during final reduction of the suture-button construct in the ankle, the reducing loop knot failed. Since the breakage occurred outside the implant final construct, patient safety was unaffected. The surgery was completed as satisfactory joint reduction was achieved. There were no adverse consequences to the patient.